Manufacturer narrative:
(B)(4). During an onsite visit the fse (field service engineer) replaced the pressure reducer and regulator, checked for leaks, no leaks found, and successfully completed system verification to specification. The root cause could not be identified conclusively. The most possible root cause could be a faulty pressure reducer and regulator.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that nitrogen was leaking from the regulator on the tank and the solenoid of the internal nitrogen regulator. Additional information requested.